Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported patient's blood glucose (bg) level rose to 450 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (leg) while the patient was in a pool, causing the cannula to dislodge. The patient¿s mother additionally reported that the omnipod stated the patient¿s bg levels to be 70 mg/dl, down to 40mg/dl, but with a manual finger test they confirmed 450 mg/dl. Treatment details were not provided.